Manufacturer narrative:
The device was returned and the lot number was confirmed on the hub returned with the device. During visual inspection, the catheter shaft was noted to be broken /fractured on the outer layer at 112cm from the proximal end. A functional test was not performed due to the condition of the returned device. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on the analysis. The device failed to meet specification when received, based on the damage noted during analysis. It was reported that the catheter was kinked at the midshaft. The additional information states that the event occurred during the third attempt to pass ophthalmic and that there was difficult anatomy. The device was returned and it was confirmed that the catheter shaft had been fractured (not detached) during use. It is probable that the device was damaged during the clinical procedure. An assignable cause of procedural factors will be assigned to the reported defect of the catheter shaft kinked/bent and to the analyzed device of the catheter shaft broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The device was returned for analysis and the investigation of the device revealed that the catheter (subject device) shaft was noted to be broken /fractured on the outer layer at 112cm from the proximal end. No clinical consequences were reported to the patient due to this event.